Manufacturer narrative:
The patient's meter was received for investigation. The device did not turn on during the investigation. The meter¿s battery contacts and the circuit board were contaminated by penetrated liquid. This affects the signals that reach the display and results in difficulty to visualize the images on the display. The investigation determined the event was due to contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Event description:
There was a complaint of a display issue with a coaguchek xs meter. The customer stated he cannot see the full display when viewing the result in the meter memory. The customer could see the 88.8 in the result field during a display check but stated other icons around the screen were hard to see or missing. The customer did not see inr when viewing the result in the memory and had a hard time seeing the result.

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation.